Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. There are flat spots on the distal shaft at the tip and 15cm from the tip. There is a kink to the distal shaft 5.5cm from the tip. Microscopic inspection revealed scratch marks at the distal shaft on both ends of the flat spot near the tip. It is approximately 2mm from the tip to 6.5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04dec2019. The 70% stenosed target lesion was located in the middle part of left circumflex artery. A guidezilla guide extension catheter was selected for use. During preparation, it was noted that the tip of the device was deformed. There were no complications reported and the patient was stable post procedure. However, device analysis revealed scratch marks where the coating appeared to be lifting.